Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a shocking sensation due to low impedances on both leads. Reportedly, the patient falls often. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information was obtained, revealing that the leads were explanted via surgical intervention on oct 16, 2024. Furthermore, it was reported that one lead had migrated.

Manufacturer narrative:
The reported ¿low lead impedance¿ issue was not able to be confirmed. It was stated in the record that the lead had migrated. Lead migration is not able to be confirmed during lab analysis. If the lead migrated, this would alter the intended stimulation the patient feels and can be perceived as shocking stimulation. Analysis of the returned lead (a) found it had a broken internal wire. The cause of the fracture was not able to be ascertained; however, it was reported that the patient had multiple falls prior to the reported event. The fracture was confirmed with a continuity check which found one open at channel 7, all other channels were tested, and no other opens were found. There was also a cam impression observed on the outer tubing that is consistent with the use of a swift-lock anchor.